Manufacturer narrative:
Updated b1. A review of the manufacturing records showed all requirements were met. The datacard log and treatment tip were returned for evaluation. Based on the evaluation of the data, the handpiece and system performed as expected. Product evaluation showed the tip passed leak testing. The tip failed thermistor testing and visual inspection. A dent, tear and dielectric breakdown were observed. Functional testing was not performed due to the tip being expired. Based on the available information, this event was most likely caused by the damage to the tip membrane. It is unknown how this damage occurred as all treatment tips are visually inspected during manufacturing.

Event description:
Follow-up information was received from the clinic. The patient has healed. No further information was received.

Manufacturer narrative:
A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A doctor's office reported that a patient experience blisters during a thermage treatment of the face. The patient also reported this same incident. The available patient images were reviewed. Small blisters are visible on the forehead area. Scattered blisters, crusts, and hyperpigmented lesions are visible on both sides of the face. The patient's current status was reported as healing. It is unknown if there will be any scarring. No treatment for the blisters was required. The highest energy level used was 3. The incident occurred at approximately the 650th rep. The tip was inspected prior to and an unknown amount of times during the treatment; nothing unusual was noted. This is the first time the treatment tips were used.